Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated that the cause of the reset was an event queue overflow. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The root cause of the event queue overflow could not be determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory alert. Upon interrogation, the device was found in backup vvi mode. A device download was attempted with two programmers however, were unsuccessful. The device was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Upon receipt, the device was interrogated and was found in backup vvi and backup mode with defibrillation therapy enabled (bdfo). Review of the device image indicated that the device entered backup mode after two rf communication interrupt overflows occurred within a short period of time. The rf communication interrupts resulted during attempts to communicate with the remote monitoring unit. The reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated that the cause of the reset was an event queue overflow. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The root cause of the event queue overflow could not be determined.